Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system will not turn on. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the host pc was disconnected from its hard drive. The defective host pc was returned for failure analysis and confirmed the hdd bay port was damaged, and failed component was hdd bay fse replaced the host pc and installed new license. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.